Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00870, 3005168196-2016-00872. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and pod4 coils. During the procedure, while the physician was attempting to advance a pod4 coil through another manufacturer's microcatheter, the pod4 coil would not completely advance out of its introducer sheath. The pod4 coil was removed and a new ruby coil was then successfully deployed and detached into the aneurysm. While attempting to advance two additional ruby coils through the same microcatheter, the physician experienced resistance and subsequently, both ruby coil pusher assemblies became bent. Therefore, the ruby coils were removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.